Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during the phacoemulsification step of the cataract surgery, ophthalmic handpiece exhibited poor effectiveness of phaco aspiration. There was a crack starting from the small hole at the tip and extending forward. Ophthalmic phaco tip front part could be bent, and it subsequently broke off outside the eye. Physician replaced the phaco handpiece and the tip, and the procedure was completed and there was no further patient impact was reported.